Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving persistent motor error alarms from the insulin pump, with no significant events having occurred beforehand. Customer reported being unable to complete the rewind sequence. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 300 mg/dl. No further information was provided.

Manufacturer narrative:
The pump was received with a constant motor error alarm during rewind due to an out of phase motor encoder signal. The pump was unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.